Event description:
Additional programming data was reviewed for the patient. It shows that the settings had not changed unexpectedly as reported. There is no indication of device malfunction at this time. No further relevant information has been received to date.

Event description:
It was reported that during vns implant, the vns settings were set to the first step within guided mode programming. However, when the patient's generator was checked at the first follow up appointment, it was found that the vns was set to 0 ma. Thus, it is alleged that the vns settings changed unexpectedly between the implant surgery and the first appointment. Generator data download was received and reviewed. No anomalies were noted within the data received. The cause for the change in settings could not be determined as no data was available from after the date of surgery. No additional information has been received to date.